Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer working as intended. The patient underwent a full system explant procedure. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred years ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(4). Batch: 14694056.

Event description:
It was reported that the patients device had stopped working. The patient underwent a full system explant procedure. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: precision ipg kit, upn: m365sc1110020, model: sc-1110-02, serial: (B)(6), batch: 14774025.